Event description:
Reporter alleged passing out due to falsely low results on blood glucose monitoring device. Reporter stated there were several results in the 30-40 mg/dl range and at 8:04 am about a month ago, device result was 59 mg/dl. Reporter indicated passing out shortly afterwards and was given sugar by family members and at 8:07 am, device result was 42 mg/dl. Reporter stated being treated with insulin on a sliding scale by a family member per the doctor's orders however no medical treatment was sought at the time of the alleged incident. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.